Manufacturer narrative:
D4 - lot # is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the neo resuscitation bag had critical failure during use. There was patient involvement with reported harm.